Manufacturer narrative:
Initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected froma patient¿s titanium adapter; further described as spontaneously fell off. This event occurred while the patient was visiting the emergency room (ER) for a different issue. It was further reported that the transfer set was cleaned and reattached while the patient was in the ER. The device was attached to the patient for use in peritoneal dialysis (pd) therapy. There was no report of patient injury associated with this event, however, the patient was given unspecified empiric antibiotics. No additional information is available.